Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section d9, update section h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supply manager. The actual device is not available for return however an unused sample is and has not been returned yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloon deflated on the patient prior to them leaving the room. Another tr band was placed to stop the bleeding. The estimated blood loss was less than 250cc. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was positive. There were no other devices or equipment used with the reported product. The event occurred post-treatment. Additional information was received on 17 may 2023: the procedure performed was a diagnostic heart catheterization. The instructions for use (IFU) for inflating the balloon with air was followed. The tr band deflated within a few minutes.